Event description:
A report was received that a pt, original implanted with a chin implant by another physician, presented to the complainant with malposition/asymmetry. The device has moved to the left and down. The complainant felt that the pocket may have been too large for the implant. Surgery to explant and replace the device occurred approximately 21 months after implantation.

Manufacturer narrative:
Reviewed complaints summary records and perfect labeling. Results: a review of complaints summary records did not identify any increase in frequency of events associated with malposition/assymetry. Product labeling warns that " displacement or shifting of the implant can occur from too large a pocket.